Event description:
It was reported that the patient had a replacement surgery due to fluid loss due to break in tubing near the pump with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx10mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the ipp, which was implanted on (B)(6) 2012, stopped working about 3-4 months before the replacement surgery. It was noted that the patient was doing well after the procedure.

Manufacturer narrative:
Updated with additional information. Reservoir: model number: 720185-01, lot number: 800286006, UDI:(B)(4), expiration date:11/01/2014,

Manufacturer narrative:
Reservoir: model number: 720185-01, lot number: 800286006, UDI: (B)(4), expiration date:11/01/2014. Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss due to break in tubing near the pump with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx10mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.